Event description:
It was reported that a large volume infusor leaked from the fillport. This occurred during patient infusion of an unknown drug. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The customer reported a leak at the flow restrictor, not the fill port as originally reported. A functional leak test was performed by filling the unit with water and no evidence of a leak was observed at the flow restrictor. The reported problem was not verified. The leak at the fill port will be addressed in report number 1416980-2014-20923. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): this lot was manufactured october 16, 2012 - october 17, 2012. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection did not identify anything that could have caused the reported leak condition. A functional leak test was performed, which identified a leak (backflow) from the fillport. Examination of the sample identified the cause of the leak was a particle trapped under the check-band. The particle was measured to be approximately 1.0-1.1mm in size. Fourier transform infrared (ftir) spectroscopy identified the particle to be polypropylene material. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.